Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while the alleged cartridge alarm 35 issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that a malfunction alarm occurred. Reportedly, customer continued using pump for insulin therapy and contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.